Event description:
It was reported that the patient underwent a cystocele and rectocele repair procedure on (B)(6) 2007 and mesh was used. The patient experienced dyspareunia and vaginal spotting. The patient was prescribed premarin cream which she used for awhile, but then decided to stop. The vaginal bleeding has since been intermittent. In 2009, the patient was told by her gynecologist that the mesh had eroded through the vaginal wall in a small area and that she needed to be seen by the surgeon who performed the procedure.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.